Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report#3006705815-2017-01275, reference MFR. Report #3006705815-2017-01276. It was reported the patient was admitted to the hospital for having stroke with symptoms of weakness, slurred speech and loss of mobility in left side. The physician doesn¿t believe the issue was related to the device or to the procedure. As per physician the patient stopped the blood thinner for five days which may have been a possible cause of stroke. The patient medication has changed and is in rehabilitation center and is improving.

Event description:
Device 1 of 3, reference MFR. Report#3006705815-2017-01275. Reference MFR. Report#3006705815-2017-01276. Additional information received identified the patient is discharged from the rehabilitation center. As of (B)(6) 2017 the patient was talking and eating some by her own. However the patient has not gained movement.

Event description:
Device 1 of 3, reference MFR. Report#3006705815-2017-01275. Reference MFR. Report#3006705815-2017-01276. Additional information received identified the patient is recovering and is confined to a wheelchair. Additionally the patient is receiving effective stimulation.